Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they had just finished using a tens unit and had a power on reset and therapy had stopped due to the power on reset. The patient had used the tens unit at a physical therapist¿s office and was sure not to place the tens electrodes near the wires. The information power on reset was cleared with the programmer and therapy was turned on and was adequate. Troubleshooting resolved the issue. The indication for use was other chronic/intractable pain of the trunk/limbs. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.